Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that on magnetic resonance imaging (MRI) there appeared to be an area of rectal wall infiltration of the gel near the prostatic apex that can be seen on axial and sagittal images. There were no patient complications reported as a result of this event. The patient received 28 fractions planned radiation therapy. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.